Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke at the beginning of the surgery. The fiber was changed. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, at the beginning of a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was changed. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. B5. Describe event or problem: phrases were rearranged for better flow. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the broken fiber tip event. Visual analysis did identify that the glass cap was protruding more than usual, indicating a glue failure, in addition to a distal circumferential fracture. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The metal cap exhibited moderate debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failure and distal circumferential fractures. The interaction between the user and device, caused or contributed to the observed glue failure and distal circumferential fracture. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on the analysis result and information available, there was no fiber tip break found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure and a distal circumferential fracture with a forward firing output rate below the threshold for potential patient harm are unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.